Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom error 322. Physical inspect found that the upper latch switch bracket screws were loose allowing the upper latch switch to move in and out from the lower door latch. The loose nylon screws will trigger an intermittent open/closed switch connection causing the reported symptom. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The upper auxiliary assembly was replaced

Event description:
It was reported that a pump alarmed system error 322. There was no reported pt incident.